Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the returned device identified that the hypotube was kinked at various locations along its length. These kinks are consistent with excessive force having been applied to the shaft. An examination of the crimped stent identified that the stent struts at the proximal edge of the stent were lifted and misaligned. This type of damage to the stent is consistent with the stent getting caught on an object during withdrawal from the patient. No other damage was noted to the device. An examination of the tip profile identified no issues with its profile. A 0.014inh size guidewire was inserted through the tip and wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 30mm x 2.5mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. Predilation was performed with a 2x10 non bsc balloon catheter which reduced the stenosis to 80%. A 2.50x32mm promus element drug eluting stent was advanced to treat the lesion but failed to cross the lesion despite multiple attempts. Upon withdrawal, flaring on the distal part of the stent was noticed. The procedure was completed with another 2.50x20mm promus element drug eluting stent. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Upn corrected from h7493911332250 to h7493911338250. Device lot number corrected from 16770723 to 16961032. Device expiration date corrected from 07/19/2015 to 10/05/2015. Device manufactured date corrected from 03/10/2014 to 05/23/2014. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 30mm x 2.5mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. Predilation was performed with a 2x10 non bsc balloon catheter which reduced the stenosis to 80%. A 2.50x32mm promus element drug eluting stent was advanced to treat the lesion but failed to cross the lesion despite multiple attempts. Upon withdrawal, flaring on the distal part of the stent was noticed. The procedure was completed with another 2.50x20mm promus element drug eluting stent. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 30mm x 2.5mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. Predilation was performed with a 2x10 non bsc balloon catheter which reduced the stenosis to 80%. A 2.50x32mm promus element ¿ drug eluting stent was advanced to treat the lesion but failed to cross the lesion despite multiple attempts. Upon withdrawal, flaring on the distal part of the stent was noticed. The procedure was completed with another 2.50x20mm promus element ¿ drug eluting stent. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).